Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause for the blunt knife experienced by the customer cannot be determined. It is unlikely that the damage occurred during the manufacturing process. (B)(4).

Event description:
A surgeon reported that a knife used during a procedure was blunt and the incision could not be made properly. There was no patient harm reported. Additional information has been requested.